Manufacturer narrative:
Additional information was added to h6 and h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. There was moisture on the cycler and fluid was coming out of the cycler door. This occurred during dwell one of three of peritoneal dialysis therapy. Renal therapy services (rts) discussed the use of manual supplies and advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.